Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched and evaluated the device. The field service engineer (fse) replaced the ise tubing, ise drain tube, mix bar and the mixer motor to resolve the issue. (B)(4).

Event description:
The customer reported receiving erroneous low patient results for sodium (na) and chloride (cl) on the au680 clinical chemistry analyzer. There was no change in patient treatment in association with this event.